Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found difficulty inserting the catheter in patient for some reason. As a result, a new kit was used.

Event description:
It was reported that the user found difficulty inserting the catheter in patient for some reason. As a result, a new kit was used.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer reported the catheter was difficult to insert. The customer returned one epidural catheter and lidstock. No needle was returned (reference attached (B)(4)). The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical; however, microscopic examination revealed the catheter has excessive marker band material on the distal tip marker band (reference files (B)(4)). No other anomalies or defects were observed. The outer diameter (od) of the returned catheter measured 1.05mm (caliper c05155) which is within the specification of a maximum of 1.115mm per graphic kz-05400-002; rev 9. However, the od measurement where the excessive marker band material was located at the distal tip is 1.13mm, which is outside the specification. An attempt to thread the returned epidural catheter was made using a lab inventory 17ga needle. The catheter was thread at the distal end. The catheter can be inserted into the needle's cannula with slight resistance at the needle's tip. After the initial insertion, the catheter passes through the needle with no resistance met. A drag test was performed per pip-013 using the returned components and a weight (c05406). The catheter could thread through the lab inventory needle with no resistance met after the distal tip is beyond the needle's tip. Specifications per graphic kz-05400-002; rev. 9 was reviewed as a part of this complaint investigation. The reported complaint of the catheter being difficult to insert was confirmed based on the sample received. The customer returned a catheter but no needle was returned. Visual examination revealed excessive marker band material at the catheter's distal tip. The returned catheter could thread through a lab inventory needle with no resistance after initial insertion beyond the needle's tip as well as pass a functional drag test. However, the od measurement of 1.13mm at the distal tip is outside the specification. A device history record review was performed on the epidural catheter and needle with no relevant findings. However, based on the information provided and the results of the investigation, the potential root cause of this complaint issue is manufacturing related. A nonconformance has been initiated to further investigate this complaint issue.